Event description:
Mandibular reconstruction plate was discovered to have broken while implanted in the patient. The company representative was informed that the patient has a history or other broken plating. The plate has not yet been removed.

Manufacturer narrative:
Product not returned by facility. If the product is returned, an evaluation of the actual device will be conducted. If further information is acquired that adds value to the content of this report and/or a conclusion can be drawn, a follow-up will be sent.